Event description:
It was reported that the patient developed right leg cellulitis after a right below the knee amputation. The patient also had a gastrointestinal bleed (gib). Further communication reported that bleeding was confirmed by labs and team at patient's rehab on (B)(6) 2025 hgb/hct 7.6/24.6. And on (B)(6) 2025 hgb/hct 5.2/17.0, no obvious identifiable source as the patient declined a colonoscopy. The patient was treated with 2 units of packed red blood cells and reportedly responded appropriately.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: date of event corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was admitted on (B)(6) 2025 with anemia and blood stools secondary to supra therapeutic international normalized ratio (inr). The patient had no subsequent gastrointestinal bleeding throughout admission and declined workup with colonoscopy. The patient was taken off plavix (clopidogrel) on (B)(6) 025 and continued on asa/warfarin with inr goal of 2-3. It was noted that the patient had an episode of bleeding on (B)(6) 2025 as well. No source was identified and the bleeding resolved when the supratherapeutic inr was resolved. The patient received 2 units of packaged red blood cells (prbcs) and hemoglobin responded appropriately.